Event description:
International complaint received from affiliate. Customer reports "off/tubing-connector" during patient use. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted. The code reported by the affiliate was listed as a2n3371. This code is manufactured in foreign country and only distributed in affiliate's country. This medwatch was filed for the us code, which is the same as or similar.